Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the shape of the clips? Clips are in a specimen cup for examination. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Either cystic duct or cystic artery ¿ surgeon was not specific. Was the clip fully advanced into the jaws prior to firing? Unsure ¿ clips should auto load in er320. Was there any torquing or twisting of the device present at the time of firing? No ¿ surgeon is very aware of the effects of torque on jaws. Was any unexpected resistance felt while firing the trigger? Surgeon said it ¿just didn¿t feel right¿. Were any unexpected noises heard? If so, when? Sounded different during clip formation ¿ more ratcheting than usual. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. Procedure was completed with same like device. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process